Event description:
International customer reported that the mesh tore during implantation at sites along the device where it was being tacked with surgical tackers and grasped with instruments. The surgeon continued to implant the device. No adverse pt consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.